Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.